Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. There was an observation with the monolithic controlled release device that contains the steroid. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix bent. The monolithic controlled release device (mrcd) is damaged preventing the helix to be extended or retracted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was difficulty placing the right ventricular (rv) lead, which exhibited high and unstable thresholds at multiple locations. It was noted that the rv lead helix seized up and would not retract. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.